Event description:
Pt being dialyzed in bed with catheter. Venous line came off of catheter and pt "bleed off" until death. User facility indicated that machine did not alarm, but there was a possibility that the tubing was occluded and may have caused the venous pressure to stay within limits. Technician inspected machine and confirmed that blood pressure alarms work. All machine self-tests passed prior to therapy. Machine was placed back into commission soon after incident. Other treatment parameters: blood flow - 350 ml/min. Treatment time at incident - 2 hours and 30 minutes. Venous pressure charting range during treatment = 150-180mmhg. The catheter used was a bard optiflo. B.braun dialysis unit and blood tubing were used. Family member of the pt, two nurses and the doctor were in the room at the time of the incident. Family member hugged the pt just before the incident was discovered. The loss of blood was not noticeable because a blanket covered the pt. The tubing connections were not taped. User facility indicated that pt was restless during treatment.